Manufacturer narrative:
This report is being filed on an international product, list number 07p89 that has a similar product distributed in the us, list number 07p88, with 510k/PMA/bla number p050051. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive alinity I anti-hbs for one patient. The following results were provided: sample a, initial anti-hbs result= positive, repeat result= 21.198 miu/ml (reference range <10.00 miu/ml); roche anti-hbs result= 2.00 miu/ml (reference range <10.00miu/ml). There was no impact to patient management reported.

Event description:
The customer observed false reactive alinity I anti-hbs for one patient. The following results were provided: sample a, initial anti-hbs result= positive, repeat result= 21.198 miu/ml (reference range <10.00 miu/ml); roche anti-hbs result= 2.00 miu/ml (reference range <10.00miu/ml) there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 61065fz01, however, no trends were identified. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot 61065fz01 and issue. In-house specificity testing was completed with retained complaint lot number 61065fz01. Specificity testing met acceptance criteria indicating the product is performing as expected. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbs reagent, lot 61065fz01 was identified.